Event description:
It was reported that in the cath lab, the intra-aortic balloon (iab) was prepped, the md activated the hydrophilic coating, turned the catheter clockwise and pulled vacuum. The super arrow-flex (saf) sheath was inserted into the pt's left femoral artery. The md could not advance the iab through the saf sheath and as a result, the iab was removed. The pt outcome is listed as "ok." The md requested another iab for insertion. Ref MDR #1219856-2010-00320 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.